Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes that the reported fiber tip burnt is confirmed as analysis identified severe debris adhesion on the surface of the metal cap. It is probable that the debris adhesion on the metal cap contributed to elevated temperature near the laser beam output window. The increase in temperature can be caused by tissue adhesion from constant and heavy tissue contact and/or a decrease in saline cooling flow. Continuous elevated temperatures can lead to fiber tip damage, including glass cap detachment/separation. The interaction between the user and device, caused or contributed to the observed fiber tip damage. According to the instructions for use (IFU), the user is to maintain a working distance of 2 mm between the tissue and fiber tip during use. Although analysis also identified devitrification at the fiber tip, please note that devitrification is a normal degradation of the fiber that occurs through normal use. It is the result of heat accumulation at the fiber tip causing the glass at the firing window to crystallize. Device history record (DHR): the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the product was returned for analysis to our post market quality assurance laboratory. Visual analysis identified that the glass cap was detached and not returned. The metal cap exhibited severe debris adhesion on its surface, indicative of prolong tissue contact. The fiber was functionally tested with the helium-neon (hene) laser fixture. The testing conducted did not identify additional breaks along the length of the fiber. The connector cone, segments, and tabs appear in good condition and secured. The control knob is attached and aligned with fiber and can rotate the fiber. Labeling review: a review of the device instructions for use (IFU) was completed. The IFU states: connect the tubing from the sterile saline for irrigation solution to the fiber luer lock connector. Position the saline solution at least 106 cm higher than the level of the endoscope/cystoscope. Increased irrigation flow by means of a saline pressure bag (set to 250 mmhg 300 mmhg) will further increase liquid cooling effect and may reduce fiber tip damage. It also states that: excessive or rough cleaning of the fiber tip may result in damage to the fiber. Accumulation of debris may result in over heating of the fiber cap leading to premature fiber degradation or fiber failure. Do not bury the tip of the fiber into the tissue. Reduced irrigation fluid flow may result in damage to the fiber. And ensure the distance from the fiber to the tissue is approximately 2 mm (1 to 3 mm). Investigation conclusion: the observed condition of the fiber is consistent with fiber that experienced tissue adhesion, constant heavy tissue contact, and/or a decrease in the saline cooling flow, which leads to elevated temperature near the laser beam output window. These factors are likely to cause the noted glass cap detachment/separation. The IFU instructs the user to maintain a working distance of 2 mm between the tissue and fiber tip during use and to increased irrigation flow by means of a saline pressure bag (set to 250 mmhg 300 mmhg) to further increase liquid cooling effect to reduce fiber tip damage. Therefore, the investigation is assigned a conclusion code of unintended use error caused or contributed to event, which indicates. The interaction between the user and device, caused or contributed to the observed fiber tip damage.

Event description:
It was reported that the fiber tip burned out after (B)(4) joules with 25:50 minutes of fiber use. A second fiber was used to complete the procedure without clinical consequences to the patient. The fiber was returned and analysis identified that the glass cap was detached.